Event description:
It was reported that during the implant surgery the pt's device was not implanted in the right place. A CT scan revealed that the device has coiled in the middle ear. A revision surgery is being discussed.